Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue as the caller was able to successfully start their sensor session without further errors.